Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the customer was treated in the emergency room (ER). The customer was administered intravenous fluids and insulin injections. The customer left the ER after a couple of hours and the bg level had been lowered to 250 mg/dl. The customer thought that the high bgs were caused by a fill estimate issue. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the fill estimate event.